Event description:
It was reported that a call was placed to the hot line stating the following: the registered nurse (rn) told the clinical support specialist that they could not get the helium tank connected without it leaking. The rn stated that when they changed the helium tank it was difficult to screw in the tank. As a result, they disconnected the regulator on the tank assembly. When they reconnected everything the tank continued to leak helium. The pump was exchanged off the pt. The pump was sent to bio-med. The field service report states the following: replaced helium adapter and washer. Could not duplicate gas loss alarms; performed preventative maintenance. Replaced batteries.

Manufacturer narrative:
Follow-up report will be filed if add'l info becomes available.